Event description:
Boston scientific received information that this patient received a shock from their device that was unnecessary. The issue was believed to be the programming for the ventricular tachycardia events was to sensitive. The rate zone programming was optimized for this patient, and the device remains implanted.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.